Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they went to put the gel tab on the patient and the adhesive fell off on one set of the tabs and would like a replacement. No patient harm.

Event description:
It was reported that they went to put the gel tab on the patient and the adhesive fell off on one set of the tabs and would like a replacement. No patient harm. They have the tab to return for investigation if needed. Per follow up information received via email on 04apr2024, the device has been sent set of pads to return to bd for evaluation. The morning it occurred we reached out to attempt to return the defective pads and request a replacement set. They placed a new set of pads on the patient and continued with therapy. There was no harm to the patient.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.